Event description:
It was reported that the neptune was smoking. The customer knew no further info surrounding the event.

Manufacturer narrative:
The device was evaluated by the field svc rep and it was found that the unit had a failed capacitor on the vacuum pump. The device was repaired and returned to svc.